Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. The information provided did not include product identifiers, nor did the information contain patient medical records. With the limited information available at this time, an assessment can not be made in regards to the multiple allegations including the allegation of mesh contraction and deformation. Should additional information be obtained, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection, however, may require removal of the prosthesis." Additionally, infection, recurrence, fistula formation and inflammation are listed in the adverse reactions section of the instructions-for-use as possible complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent a surgical procedure for the treatment of a hernia. As reported, during the procedure a bard/davol ventralex st hernia patch was utilized and placed into the patients body. It is alleged that following the operation, the patient suffered multiple complications by the ventralex st hernia patch, including but not limited to non-healing wound, rejection of the mesh, infection, erosion, inflammation, recurrence, fistula, tissue necrosis, severe scarring, mesh contraction and deformation, and the need for invasive operations, procedures and medical care to treat the complications. As reported, as a proximate result of the aforesaid complications, the patient has sustained permanent pain, suffering, disability and impairment. It is alleged the ventralex st hernia patch is of a defective design.

Event description:
Addendum to the initial emdr to document additional information and medical records provided by the patient's attorney. (B)(6) 2013: the patient was diagnosed with an incarcerated ventral hernia and underwent repair with implant of a bard/davol ventralex st mesh. (B)(6) 2013: the patient was diagnosed with a non-healing surgical wound and underwent debridement of skin, removal of foreign bodies x2 (sutures) and debridement of non-granulating tissue. (B)(6) 2014: the patient had a md office visit with complaints of ¿ongoing leakage from incisions. Patient was advised she would need to undergo additional surgery to remove the mesh and reconstruction of her abdominal wall. (B)(6) 2015: the patient presented to the hospital with complaints of severe right upper quadrant pain with nausea. Patient underwent a biliary stent placement due to cholelithiasis. (B)(6) 2015: the patient was diagnosed with infected wound of abdomen with infected mesh (ventralex st), adhesions, recurrent hernia underwent incision & drainage of the abdominal wound infection, removal of the infected ventralex st mesh, lysis of adhesions and repair of the recurrent ventral hernia by two surgeons. Per both of the operative report details/findings, "infection was opened and drained. Dissection was carried down to the area of the mesh (ventralex st), which was the source of infection. Mesh was possibly infected, but had been rejected by the body, recurrent umbilical hernia, fistulous tract to the umbilical skin with necrotic skin. The mesh was situated deep to the fascia and was densely adherent to the surrounding tissues and to the fascia. The mesh was grasped and carefully dissected from the adjacent tissues." (B)(6) 2015: the patient had a postop md follow-up office visit and was noted to be doing well. It is alleged by the patient's attorney, that following the implant of the bard/davol ventrelex st operation, the patient suffered multiple complications by the ventralex st hernia patch, including but not limited to non-healing wound, rejection of the mesh, infection, erosion, inflammation, recurrence, fistula, tissue necrosis, severe scarring, mesh contraction and deformation, and the need for invasive operations, procedures and medical care to treat the complications. As reported, as a proximate result of the aforesaid complications, the patient has sustained permanent pain, suffering, disability and impairment. It is alleged the ventralex st hernia patch is of a defective design.

Manufacturer narrative:
Addendum to the previous information based on receipt of medical records. Based on the medical records proved, the patient had wound healing issues following the procedure during which the ventralex st mesh was implanted. Several months following a non-mesh related surgery ((B)(6) 2015 gallstones) the patient was diagnosed with an infected wound which appears to have included the ventralex st mesh. During the procedure to treat the infection and treat a recurrent hernia, it was noted that mesh was ¿densely adherent to the surrounding tissues infection, recurrence, adhesions, fistula formation and inflammation are listed in the adverse reactions section of the instructions-for-use as possible complications. In addition, regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the provided medical records there is no indication of erosion or material deformation as originally reported by the attorney. Based on the information provided we are unable to determine to what extent the bard device may have caused and/or contributed to the events. Should additional information be provided a supplemental emdr will be submitted.